Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with blood glucose level above 600 mg/dl and ketones. Customer awoke in the morning with pump displaying an occlusion alarm. While hospitalized, customer was treated and blood glucose level was normalized. Customer reverted to previously used insulin pump.